Event description:
It was reported that the patient was referred to surgeon for possible generator replacement. Although surgery is likely it has not occurred to date.

Event description:
Product analysis identified that the lead impedance at time of explant was 1980 ohms which confirms that the generator was functioning as intended prior explant.

Event description:
Further follow-up revealed that the physician decreased the output current to 2.50ma in (B)(6) 2013. Since then the physician has decreased the pulse width to 250usec from 500usec. The patient's mother is concerned about battery depletion and has stopped using the magnet as she is afraid it will deplete the battery in the generator. The patient's mother expressed concern about the lack of positive response from the device and the continued increase in the patient's medications. The patient's mother reported that the patient received a positive response from 2001-2011 prior to generator replacement in 2011.

Event description:
It was reported on (B)(6) 2013 that the patient underwent generator replacement on (B)(6) 2013. It was reported that the generator was explanted due to ifi = yes by the company representative. The patient's mother reported on (B)(6) 2013 that the patient was still having many seizures and that an appointment was scheduled with the patient's neurologist to adjust vns settings to maximize efficacy. The return product form confirmed that the generator was explanted on (B)(6) 2013. The generator was returned to device manufacturer for analysis; however, the analysis has not been completed to date.

Event description:
Reporter indicated that the patient has been experiencing an increase in seizures. It was also reported that the patient's mother felt as though the new generator has never worked well for the patient. It is unknown if the patient's increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Age at time of event, corrected data: initial MFR report inadvertently listed the wrong patient age.

Event description:
Analysis of the pulse generator was completed on (B)(6) 2013. Electrical test results showed that the pulse generator performed according to functional specifications. Results of diagnostic testing indicated that the battery status indicated ifi = yes in the pa lab. The battery is partially depleted at 2.667 volts. There were no adverse functional, mechanical, or visual issues identified with the returned generator.